Event description:
It was reported that a patient being treated for superficial burns was treated with strips of acticoat then occluded with duoderm for 3 days. It was noted that the nurse soaked the acticoat in a blue liquid before applying. The solution is believed to be aqueous chlorhexidine. Upon review of the wound, the patient experienced a severe skin sensitivity/reaction.